Event description:
A healthcare professional reported an incident of ruptured bladder to baxter (B)(4). The intermate sv200 bladder ruptured during filling. The device was filled with 100 milliliters of sodium chloride and nebcine. No report of patient injury or medical intervention. No additional information is available.

Manufacturer narrative:
(B)(4). The sample was not available for evaluation; therefore, the reported condition of "ruptured reservoir" could not be confirmed. However, the bladder rupture issue is a known failure mode for the intermate product line. The root cause for this condition is under investigation. This is a single use device and will not be repaired. A batch review was conducted and revealed that the product met all acceptance criteria for release.